Event description:
Information received by medtronic indicated that the insulin pump was cracked. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Customer alleged insulin pump has cosmetic damage(damaged case). Insulin pump p-cap / reservoir locked properly in place and passed displacement test. The following were noted during visual inspection: pillowing keypad overlay, cracked case-corner of belt clip rails, and battery tube threads-cracked, and missing o-ring(reservoir tube). In summary, customer allegation for cosmetic damage(damaged case) was confirmed during visual inspection where cracked case on corner of belt clip rails was noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.